Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary frequency. It was reported that the patient was feeling pain near the ins incision (on the patient's left rear end) which got worse when stimulation was increased. The caller said the patient's pain level was probably a 6 or 7 at the time of the call. The caller mentioned that the patient had taken painkillers. The caller reported the issue to the patient's healthcare provider (hcp), and the hcp told the patient to call [manufacturer]. The caller wasn't sure what the stimulation level should be set at. The caller decreased the stimulation level during the call and the patient said their pain decreased significantly. The caller was redirected to the patient's hcp to further address their concern.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.